Event description:
Surgeon reports pt fell and broke I. M. Nail. Surgery was required to replace the nail and repair the fracture. Causes: pt fell and caused I. M. Nail to break at distal screw. No indication of product defect. The event took place (B)(6) 2007, however, we were not notified by the program hospital of this event until (B)(6) 2011.